Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported intermittent screen black out was not confirmed. Based on the results of the investigation, the root cause of the intermittent screen black out could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to oiympus an unspecified malfunction with the visera elite ii video system center during their routine maintenance/inspection. During further inspection by an olympus field service engineer, it was found there were intermittent front panel blackouts. No patient or user harm has been reported. This report is for the intermittent front panel blackouts found by the olympus field service engineer.

Manufacturer narrative:
This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.